Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call high blood glucose levels and lost sensor. Customer's blood glucose level was 405 mg/dl. Troubleshooting for no lost sensor was performed. Customer advised the insulin pump is not communicating with the transmitter. Customer was advised to monitor the sensor and call back if issues persist.